Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check te pad messages) was confirmed due to contamination found on the distribution node (dn) pca. The root cause for the contamination was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.